Manufacturer narrative:
510(k) number is k163468. (B)(4). Exemption number: e2016031. (B)(4). The evo-25-30-10-c device of lot number c1568499 involved in this complaint was not returned for evaluation. With the information provided document based investigation was conducted. Prior to distribution all evo-25-30-10-c devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-25-30-10-c device of lot number c1568499 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1568499; upon review of complaints this failure mode has not occurred previously with this lot #c1568499. The instructions for use ifu0052-10 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use ifu0052-10. A definitive root cause could not be determined from the available information. From information received the red indicator did not move when the trigger was pressed. Therefore a possible root cause could be attributed to one of the cogs of the gears failing within the handle. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Customer complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations: "we were doing an emergency stent tonight, got across tumour, mild to moderate tip deflection, and when we started deploying the stent we heard a snap and then the stent wouldn¿t go forward or come back. I managed to pull the stent out and keep the wire in place, then we placed a 6cm one without problems. Pentax adult colonoscope. Hydrajag wire."